Event description:
Boston scientific received information that this patient was in the hospital as a result of chest pains. System evaluation noted this lead was exhibiting high threshold measurements and steadily increasing pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Subsequent information was received stating that this lead was removed from service. It was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
Subsequent details were received stating that only a portion of this lead was removed from service. The defibrillation portion of this lead remains in service and the pacing/sensing portion of this lead was surgically abandoned. This product issue will be updated if additional information is received.